Manufacturer narrative:
Device code, patient code updated. Medwatch# 2017233-2018-00514 initial was sent in error, and there was no reportable malfunction. Therefore the medwatch will be retracted.

Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, complications associated with the use of the gore® excluder® aaa endoprosthesis may include but are not limited to: improper component placement. Lot/serial numbers were not provided, therefore, a review of the manufacturing records could not be conducted.

Event description:
In a review of published literature, the following information was noted: ogawa yukihisa, et al. "Clinical utility of the candy-plug technique using an excluder aortic cuff." Ivr: interventional radiology, volume 33, supplemental, page 203. (2018.04). This is a retrospective study analyzing 7 patients (mean age 63 years, range 44-78, 6 men) with aneurysmal dilatation or rupture in chronic aortic dissection. All patients underwent thoracic endovascular aortic repair with the candy-plug technique using excluder aortic cuff for false lumen occlusion. Technical success (deployment accurately) was obtained in 6 patients. The cause of technical failure was malposition of the candy-plug. Mean follow up periods was 17.5 months (1-35). Clinical success (no false lumen backflow on follow up CT) was obtained in 4, and incomplete avp embolization was seen in two. There was no enlarged false lumen after the procedure, and all patients are alive during follow up periods. Conclusion: the candy-plug technique using an excluder aortic cuff (eac) may be a feasible, but it takes time to achieve complete avp embolization.